Manufacturer narrative:
This report is submitted on march 31, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently underwent a procedure to remove excess skin and was treated with a topical antibiotic. The implanted device remains.

Manufacturer narrative:
It is now reported that a topical steroid was also administered. This report is submitted on december 21, 2020.

Event description:
It is now reported that a topical steroid was also administered.